Event description:
It was reported that the device caught fire. There was no medical intervention or adverse consequences. The device did not catch fire inside the patient.

Manufacturer narrative:
Alleged failure: per rep, product caught on fire in the or. Rep would like a report back to see if it was actually this product that caused it. *update qe dan vite: call with rep account is using obsolete bovie consoles. Bought new consoles but have not used probes with new consoles. No patient harm no adverse consequences no medical intervention. The probe did not catch fire in a patient. Cautery was not being activated when this happened outside of the patient. Account said out of the corner of their eye they saw a flame. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be 1) conductive irrigating or aspirating fluid used was inside the distal end, and contacted the probe and the sheath causing the sheath to melt, 2) power set too high. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The device manufacture date is not known at this time.